Manufacturer narrative:
Block b3: exact date unknown, event occurred over the past six months.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted device was not returned. No device malfunction was suspected.